Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 3 years and 9 months after dental implant was installed in intraoral region 13#, its loss of osseointegration was observed. The 10ncm of primary stability was achieved, the patient presented poor bone quality/quantity (bone type IV) and trauma over the implant has happened.